Event description:
A complaint was reported involving an alarm 20 on a pump, verified in the pump history without any notable preceding events. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share an alternate method of insulin therapy.